Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an underdose since the last pump refill. The pt had missed a pump refill session in (B)(6) 2010. Approx three months later, a volume discrepancy occurred. The actual residual volume was greater than the expected residual volume; specific volumes were not provided. The medications being delivered via the device system were fentanyl and marcaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.